Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Lens was returned in liquid, in lens vial. Visual inspection found a torn haptic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A cq2015a, +22.0 diopter, intraocular lens was returned damage. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: (B)(4).

Manufacturer narrative:
Corrected data: a cq2015a +22.0 diopter intraocular lens was returned damage, note on box states 'not used'. (B)(4).